Event description:
Near the conclusion of the cryosurgical portion of a liver resection procedure, the dr heard what he believed to be a hose burst within the lcs 3000 system. There were no pt complications. A subsequent repair of the system indicated an internal freeze port within the system.